Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the metal sleeve of the protection sleeve f/nails ø8-13 flex lon has several deformation. The device interaction allegation can attribute to the deformed condition. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-13 flex lon would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.043.034s. Lot: 10339249. Manufacturing site: werk selzach. Supplier: gemü gmbh. Release to warehouse date: 30 sep 2022. Expiration date: 30 sep 2027. The product was not returned to depuy synthes, however photos were provided for review. The photographs were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2023, that during a tibial nailing with a suprapatellar approach using the tna system, the sterile disposable protection sleeve with a diameter 8-11mm (03.043.033s) malfunctioned. The clips on the metal casing within the sleeve caught on the flexible reamer (11.5mm head) as it was in the middle of the sleeve. We then couldn't move the reamer in or out of the sleeve. As a result, the whole sleeve and reamer had to be removed in one piece from the patient. The reamer couldn't be removed from the trocar, so the surgeon couldn't use that reaming size for a second pass if needed. After the case, the trocar had to be cut open to remove the reamer. To finish the case, the surgeon moved to the larger protection sleeve for diameters 8-13mm (03.043.034s) to avoid catching the reamers in the sleeve. However, this didn't work because when the sleeve was inserted, the patellla being anterior to it put pressure on the sleeve and forced the sleeve cannula into an oblong shape, and the reamers couldn't pass through. A 12.5mm reamer was used at this point, which should have fit easily. When this sleeve was outside of the body, the reamer would pass. When re-inserted into the body, it wouldn't pass, as the sleeve deformed each time it was inserted. The surgeon finished the case but it took an extended amount of time as the reamer kept catching on the sleeve even when the larger sleeve was used. This issue prolonged the case 45 minutes and required extra x-ray to confirm where reamer was within sleeve. The procedure was successfully completed. No fragments were generated. This report is for one (1)protection sleeve f/nails ø8-13 flex lon this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.